Manufacturer narrative:
Additional information was added to b5, h6 and h11. B5: the home patient (hp) reported there was no visible damage on the white clamp line. The hp reported the supply bag seemed to be the one with the leak. H11: h11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported there was wetness at the connection of the supply bag and the white clamp line of the homechoice cassette, which is known to cause this alarm. The cause of the wetness could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During troubleshooting, it was reported that the patient felt wetness at the connection of the supply bag and the white clamp line. Renal therapy services (rts) assisted the patient to end the therapy session. Rts reviewed proper procedures per the user manual reviewed with the reporter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home: 1900 n highway 201. Mountain home, ar 72653. United states. Baxter healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.